Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the right atrial (ra) lead exhibited fairfield sensing upon initial placement thus the lead was repositioned several times. Once placed and the helix extended the lead dislodged after the stylet was removal. It was noted that each placement attempted required a higher turn count for the helix. On the final attempt the lead would not fixate and exhibited high impedance measurements which were thought to be due to a lead fracture. The ra lead was attempted and not implanted. A different ra lead was successfully implanted.